Event description:
It was reported that a patient underwent a re-do pulmonary vein isolation (pvi) procedure with a smart touch bidirectional sf catheter, and a char device malfunction occurred. It was reported that everything was okay. At the end of the procedure, the physician saw a little bit of char at the end of the catheter tip. There was no patient consequence. The procedure was completed successfully. Settings during the event include: [power control mode/ power settings 30 w/ time 900 sec / temperature settings were warning 34° and cut off 38° //irrigation flow settings high flow: 8;15ml, low flow: 2ml, pre rf time: 5 sec, post rf time: 5 sec / impedance settings max. Cut off 250 ohm]. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch¿ bi-directional navigation catheter approved under p030031/s053. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a re-do pulmonary vein isolation (pvi) procedure with a smart touch bidirectional sf catheter, and a char device malfunction occurred. It was reported that everything was okay. At the end of the procedure, the physician saw a little bit of char at the end of the catheter tip. There was no patient consequence. The procedure was completed successfully. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. R&d also analyzed this catheter and no anomalies were found to the device. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed.